Event description:
Customer reported an elevated blood glucose (bg) level that was displayed as "high", although a specific value was not provided. Cause was due to customer manually putting the pump into storage mode due to running out of supplies. Customer addressed bg with a manual injection. The customer continued using the pump for insulin therapy after obtaining necessary supplies.